Event description:
It was reported that the customer administered extra boluses via the pump to prevent waking up with an elevated blood glucose (bg). The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer consumed vanilla yogurt to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned